Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08916. It was reported that catheter entrapment occurred. The target lesion was located in the central vein. Following placement of a 7frx7cm super sheath introducer sheath and a 180 non-bsc guidewire, a 14-4/5.8/75 xxl vascular balloon catheter was advanced and dilation was performed. When the balloon catheter was removed through the sheath, the device became stuck. The sheath, the guide wire, and the balloon catheter were removed together as a unit and put in another sheath and guidewire. A new 14-4/5.8/75 xxl vascular balloon catheter was then introduced, however, the balloon catheter encountered difficulties in tracking over the wire. The procedure was completed using a 12x4 gladiator balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: an examination of the balloon found that the balloon was not refolded. As part of the device analysis the balloon was inflated to its nominal/rated burst pressure of 8 atmospheres and when a vacuum was pulled the balloon failed to refold tightly. An examination of the shaft identified that the shaft was kinked at 10.2cm and 12.3cm proximal to the tip. As a result of the kinks in the shaft it was not possible to pass a 0.035inch size wire through the wire lumen. As a result it was not possible to test the device for insertion/removal difficulties through a 7french size sheath as the balloon and shaft had no support due to the fact that it was not possible to pass a 0.035inch size guidewire through the wire lumen of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08916. It was reported that catheter entrapment occurred. The target lesion was located in the central vein. Following placement of a 7frx7cm super sheath introducer sheath and a 180 non-bsc guidewire, a 14-4/5.8/75 xxl vascular balloon catheter was advanced and dilation was performed. When the balloon catheter was removed through the sheath, the device became stuck. The sheath, the guide wire, and the balloon catheter were removed together as a unit and put in another sheath and guidewire. A new 14-4/5.8/75 xxl vascular balloon catheter was then introduced, however, the balloon catheter encountered difficulties in tracking over the wire. The procedure was completed using a 12x4 gladiator balloon catheter. No patient complications were reported and the patient's status was fine.